Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgical procedure to implant a transforaminal posterior atraumatice lumbar (t-pal) spacer, the ball at the proximal end of the t-pal spacer applicator inner shaft broke when inserting the t-pal spacer. Although the t-pal applicator knob was not turned, the spacer began to rotate. Surgeon proceeded to hammer the cage as it was in the optimal position. Surgery was completed with no adverse consequence to the patient. After the procedure it was noted that the ball tip had broken off. This report is for one (1) t-pal spacer applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.812.003; lot: 8475051; manufacturing site: haegendorf; release to warehouse date: september 06, 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The sub-component 60051594 is not lot tracked. Therefore, the last three potential work orders that were produced prior to this lot were reviewed. The review has shown that with 1.4028, the correct material was used, and that the hardness was within the specification of 48 0/+4 hrc. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection. Investigation site: cq zuchwil; selected flow: 5. Broken. Visual inspection: the t-pal instrument is in a used condition with slight scratches. The knob at the end of the inner shaft is broken off. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel 1.4028 as required and the measured harness was with 51-52 hrc within the specification of 48-52 hrc. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: t-pal spacer applicator handle (part: 03.812.001, lot: 8303805, quantity: 1), t-pal spacer applicator knob (part: 03.812.004, lot: 8309347, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.